Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer informed the technical support engineer (tse) the image was inverted. The customer stated they removed the scope a few times and then it corrected itself, but mentioned it was an issue that kept happening. The tse attempted to review the logs but the onsite was not available for that day case. The tse explained the inverted image could likely be resolved by canceling guided tool change. The customer would try next time but thinks it could have been what resolved the issue the day but was not sure due to the case circumstances. Then case was completed with no further issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed the 30-degree endoscope was used to complete the case. They didn't use another endoscope. They worked with the scope trying different ways to adjust it and by reseating the drape and was able to correct it. She believed it was a drape issue, they don't know how but it corrected itself. The scope was not in the cannula far enough to have any memory, so it was not advanced. The tech support asked if they could erase the memory, but they didn't have any memory. They could not advance out of the cannula as they were working in the cannula the whole time. The endoscope did not move freely or uncontrolled. The 30-degree endoscope will not be returned. There were no images or recordings.

Manufacturer narrative:
Based on the claim against the product by the customer noting image was inverted, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the issue by reseating the drape. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The endoscope instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the endoscope had an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.